Event description:
It was reported that, "pt complained of pain. X-rays show cup was in too much vertical position and no ingrowth."

Manufacturer narrative:
Method - review of the device history records and product experience reporting database. An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested, but not provided at the time of eval. Review of the device history records revealed no reported discrepancies for the devices that were accepted into final stock. The product experience reporting database was reviewed for similar reported events and there have been no other events for the reported lot ID. A root cause could not be determined with the limited info provided at the time of eval. Should add'l info become available, the eval summary will be submitted in a supplemental report.